Event description:
The customer alleged questionable results on 2 patients' psa tests on the cobas 6000 system. Patient #1: initial psa < 0.01 ng/ml repeat psa = 1.14 ng/ml (same analyzer) repeat psa = 1.01 ng/ml (different method) patient #2: initial psa = 1.08 ng/ml repeat psa = 0.49 ng/ml (same analyzer) repeat psa = 0.41 ng/ml (different method) in both cases the initial result was released and then a corrected report was released with the repeat result from the same analyzer. The customer stated that she was unable to provide information concerning affects to the patients or their current conditions. Cobas e-elecsys psa (200) reagent lot #: 15719901 the field service representative was unable to determine the cause of the events. The field service representative performed analyzer checks; cell tubing and probe adjustments were reset and checked. Performance tests were run and passed.

Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality controls do not indicate an issue. Assay peformance checks passed. The field service representative could not find a cause for the issue. The customer states they have now moved the psa test to a different e module at the site.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B) (4). Patient #2 demographics: male, (B) (6)

Event description:
Caller reported blood glucose results of 60 mg/dl and 200 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.